Manufacturer narrative:
The alleged incidents involved the mattresses of the cot and did not allege a malfunction of the operation of the cot. The subject mattresses were not returned for evaluation due to contamination issues and it could not be confirmed if there were any tears or punctures in the mattress covering. Replacement mattresses were provided to the complainant. The complainant did confirm each incident was identified after the patient transport and no other patients were exposed to the contaminants. The IFU for the cot provides instructions for proper inspection and cleaning of the mattress as well as warnings for certain cleaners which could cause damage or wear to the mattress surface.

Event description:
Complainant discovered a mattress had absorbed urine after transporting an incontinent patient and a mattress had absorbed blood after transporting a stabbed patient. Fluids may have collected on the stretcher tray and entered through the zipper. Both mattresses were discarded. No injury to patient or operator.

Event description:
Complainant discovered a mattress had absorbed urine after transporting an incontinent patient and a mattress had absorbed blood after transporting a stabbed patient. Fluids may have collected on the stretcher tray and entered through the zipper. Both mattresses were discarded. No injury to patient or operator.